Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of the implantable cardiac defibrillator, the right ventricular lead exhibited high pacing impedance. The patient came in clinic and programming changes were made.